Manufacturer narrative:
Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. However, all the retained samples and customer samples tested were within product specification requirements so, the reported issue couldn't be confirmed. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges. This report was initially submitted on "04/14/2025". Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported that after giving an insulin injection using an insulin safety syringe in the hospital ward, I pushed the plunger to activate the safety mechanism, but it didn't work, when they pushed and pulled the plunger a few times, the needle suddenly broke and flewed in the direction of the patient. Fortunately, the patient was not injured.